Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. Klebsiella aerogenes was not identified during testing as the scope tested positive for staphylococcus warneri, sporosarcina luteola and lysinibacillus massiliensis. The scope was then ethylene oxide (eto) sterilized and returned to the service center for a physical evaluation. A visual inspection was performed on the instrument and suction channels of the scope. There were minor scrapes located inside distal end opening of the instrument channel; however, there are no signs of foreign material within. The scope passed the leak test. A review of the service history indicated the scope was recently repaired on (B)(6) 2018. Based on the evaluation, the likely cause of the scrape marks inside the channel are due to mishandling, and can occur, when an open or broken instrument is inserted within. The cause of the reported positive culture could not be determined.

Event description:
On december 27, 2019, the service center received a copy of a medwatch report from the user facility via mail. The medwatch states, olympus the gf-uct180(#18) curvilinear echo-endoscope with elevator channel tested positive during routine culturing on (B)(6) 2019 with klebsiella (enterobacter) aerogenes. The scope was taken out of circulation on (B)(6) 2019 when the result were read, with four potentially exposed patients. The scope was cultured on (B)(6) 2019 with a result of no growth at two days. The scope was cultured (B)(6) 2019 with a result of no growth at two days/ the scope was cultured on (B)(6) 2019 with a result of no growth at two days. The scope tested positive again on (B)(6) 2019 with klebsiella (enterobacter) aerogenes, with three potentially exposed patients. There are no actively infected patients, and 7 potentially exposed.

Manufacturer narrative:
The scope was returned for evaluation, however the investigation is in progress. A review of the device service records indicates the scope was purchased on april 9, 2017 with eight repairs in the past two years; no repairs related to positive culture from the device. As part of the investigation, an endoscopy support specialist was requested to be dispatched to observed the facility's reprocessing practice and to perform and in-service in reprocessing. To date, the in-service has not been finalized. If additional information becomes available, this report will be updated accordingly.

Event description:
The service center was made aware that the tip of the scope's culture tested positive for (unspecified) gram negative rods after being reprocessed. There was no patient injury/infection reported.

Manufacturer narrative:
As part of the user facility's standard device culturing process, the scope's (elevator and tip) was cultured and tested positive for klebsiella aerogenes. The scope was not used on a patient with a known infection of the same microorganism. The scope was reprocessed on the 10th and 24th of september 2019 (positive culture); the cultures in-between were negative. The culturing protocol was developed at virginia mason, which is a modification of the endoscope testing protocol developed by the cdc. The scope has not been ethynol (eto) sterilized. Regarding the reprocessing: precleaning of the scope occurs immediately after a procedure and is done according to the ifus. First step and intercept are the cleaning solutions used. The scope is being leak tested prior to manual cleaning, using the mu-1. A single use brush (us endoscopy double-header channel & control head combo, ref (B)(4)) is used to clean the scope. Medivator dsd edge 7827 is the automated endoscope reprocessor (aer) machine used to perform high level disinfection. No problems have been noted with the aer. September 6, 2019 was the last preventive maintenance performed for the aer. Rapicide pa is the disinfectant solutions used with the endoscope. The minimum effective concentration is checked according to the IFU. September 20, 2019 was the last day date of their last reprocessing in-service conducted by an endoscopy support specialist (ess). There has been no change in the facilities reprocessing personnel since the last on-site visit by an ess. All reprocessing personnel have been trained on how to properly reprocess an endoscope. The scope will be sent to an independent laboratory for microbial testing. If additional information becomes available, this report will supplemented accordingly. Thank you.

Manufacturer narrative:
The endoscopy support specialist (ess) performed a scope reprocessing in-service for the staff and observed their reprocessing. The ess covered infection control information referenced in the user manual and reprocessing manual. The user facility utilizes a non-olympus automated endoscope reprocessor (aer) machine to perform high level disinfection (hld) on their scopes. The ess recommended that the user facility contact the manufacturer of that equipment for proper use. The ess observed the staff was brushing out of order and uses suction in the beginning of manual cleaning. They did not have access to maj-1534 (channel cleaning brush) and did not use the suction valve during the suction step during manual cleaning. The ess educated the staff on the proper reprocessing steps. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.